Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: 2x10mm ryugen, 3x10mm ryugen, guide wire: bmw universal ii. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities. Dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity and mild calcification. A 3x48mm xience xpedition rx stent delivery system (sds) was advanced toward the target lesion, the system was inflated, and the stent was implanted. After post-dilation an edge dissection was noted. A 3x38mm xience prime was used to successfully cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.